Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and sensor issue bent cannula customer's blood glucose level was 455 mg/dl, and 380 mg/dl at time of incident. Customer was at 435 mg/dl treated with actual shot using an insulin pen. Customer declined to troubleshoot for high readings. The product will be returned for analysis.